Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when attempting to fill a cartridge. The customer replaced the syringe and was able to successfully insert insulin into the cartridge. There was no reported impact to the customer's blood glucose level.